Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion and cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage associated with pericardial effusion could not be determined. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported syncope/fainting and movement disorder could not be determined. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Ppendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered and the amulet was successfully implanted. Twenty-four hours after the procedure, the patient had dizziness and fainted, a pericardial effusion and cardiac tamponade were identified. A pericardiocentesis was performed and 1250cc of blood was drained. The physician mentioned the abbott device caused the pericardial effusion. The patient is currently still in the emergency room and being medically managed.